Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had difficulty with one of the programs; it was not event providing stimulation. The patient did not feel stimulation for the program. Previously, the patient felt stimulation on group b at 4.80 volts, but now she did not even feel it at all except when it was really high. Since (B)(6) 2017, when the patient turned it up high she could feel a very low feeling. It was noted that the patient had groups a and c for the lower back and group b for the left leg. It was also noted that the patient had not been in for reprogramming. The patient called and they wanted to do trouble shooting, but the manufacturer representative (rep) was in surgery. The patient thought it was more than that, and it was noted that the healthcare professional (hcp) could not see the patient until (B)(6) 2017. Troubleshooting was done during the call with the manufacturer on (B)(6) 2017 and stimulation was off and at 0.0 volts. It was noted that group b had one program only, the patient did not have any other programs on group b to try. The patient said she turned stimulation off the night of (B)(6) 2017. The patient turned stimulation back on and increased to 6 volts, but she was not feeling much or was not feeling anything. The patient said that if she increases to 10.0 volts it felt like it normally did for b at 4.80 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-02. It was reported that the cause of the high impedances was not determined. The manufacturer representative stated that the patient hadn¿t decided whether they would have surgery or not. It was noted that the issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the cause had not been determined and the patient was scheduled to have their lead revised with a surgical paddle lead on (B)(6) 2017. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-sep-27. The rep stated that the patient¿s paresthesia stated to get very light no matter how high the voltage was turned up. Eventually the patient could not feel any paresthesia even when the voltage was turned to the highest voltage. The rep stated that the issue began on 2017 (B)(6). It was unknown what caused the issue but the rep stated that the impedances for electrodes 9, 10, 11, 12, 13, and 14 were greater than 10,000 ohms. The rep attempted to reprogram but was unable to recapture paresthesia coverage. The issue was not yet resolved but the patient was noted to be alive with no injury. The rep noted that surgical intervention was planned. The patient¿s medical history included chronic pain. No further complications were reported/are anticipated.

Manufacturer narrative:
Correction, due to new information reported, no surgical intervention occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient cancelled the revision surgery for reasons not discussed with the rep. The cause for the high impedances was not determined. No further information was reported.